Event description:
It was observed that during the device evaluation, the high flow insufflation unit supply pressure sensor did not work properly. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to expired life expectancy of printed circuit board, the supply pressure sensor does not work properly. The most probable cause of the complaint is a cause traced to component failure, which is an expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.